Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis erbe error c-34, confirmed and reproduced, on startup unit displayed c-34.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error c-24 occurred on the generator. The customer used a 3rd party generator to continue the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer used a third party forcetriad generator to complete the procedure. There was no injury to the patient.